Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient experienced a rash under the ucor hfams patch. The rash was not painful but was raised, red, and bumpy. The patient has a history of sensitive skin and getting rashes easily. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient reapplied the patch and a blister had formed. The patient's physician advised the patient to discontinued use and return the device. There are no allegations that the blister was open. The outcome of the blister is unknown.